Event description:
Contact reports, doctor was tightening the locking mechanism and torch screwdriver. At that time, he felt the tip of the screwdriver break off in the tri lock mechanism. At the patient's first post-op visit, the piece was noted on x-ray out of the locking mechanism. As an unintended portion of the device was left in the patient, a report shall be filed. Sample was disposed off by the hospital.

Manufacturer narrative:
No conclusions can be made as to the cause of the reported tip breakage. The device was not returned for evaluation and because the lot code is unknown, review of the device history record cannot be performed. The age and condition of the instrument prior to breakage is unknown.